Event description:
The customer reports receiving a "hi" reading and taking 2 units of humalog. The customer's daughter reports, the customer was then found in the bathtub unconscious. The customer's adc meter was reported to read 16 mg/dl and paramedics also reported a reading of 16 mg/dl. The customer was hospitalized and treated for hypoglycemia.